Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 337 mg/dl at the time of incident. The customer stated that they had high blood glucose of 550 mg/dl and 530 mg/dl. The customer stated that they treated high blood glucose with manual injection. Troubleshooting was done. The insulin did exit during test and the no delivery alarm did not recur. The insulin pump will be returned for analysis.